Manufacturer narrative:
Date sent to the FDA: 10/14/2021. Additional information: concomitant product. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This file was reviewed by a cross functional team during weekly ae review and requested to obtain additional information from surgeon/health care provider with following questions: the patient demographic info: age, weight, bmi at the time of index procedure? Product lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before and/or during suture placement? What tissue dehisced? What type of exudates was observed? What was a cause of ¿a lot of exudates¿ on the day after surgery? Please specify. Were any cultures performed? If so, please provide the results. Was there any deficiency of pds plus suture ((B)(4)) observed during re-operation? If yes, please describe. What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient¿s current status? Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that the patient underwent an emergency surgery with laparotomy due to symptoms of peritonitis on (B)(6) 2021 and the barbed suture was used for fascial closure. On the fascia, one stitch was placed on both ends with other brand/type suture by interrupted suturing, and the area between them was sutured with barbed suture. The tabs were fixed with an inverted figure-four stitch with proper use. Two backstitch's were also performed. It seemed that there was a lot of exudates on the day after the surgery, but no special treatment was performed. On the 3rd day after the procedure, wound dehiscence occurred, and emergency reoperation was performed. When the abdomen was opened, the barbed suture tab had come off, and the suture had been come off in the direction of stitch, but it was not confirmed whether the suture had been broken or not. An incision was made in the dehisced wound, the barbed suture was removed, and the same site was re-sutured with other type suture. It was also reported that the operation time was extended within 30 minutes. The patient has been hospitalized currently. The patient is stable after reoperation and is being followed-up in the hospital. The surgeon opined that there was causal relationship between the product and event and there was a possibility that the stitching was pulled too tight, causing excessive tension on the suture. The patient was not particularly obese, but he had symptoms of paralytic ileus and bowel tightness, and he often coughed after surgery. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 11/22/2021. Additional information was requested, and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? Male. Product lot number? Unknown because it was already waisted. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Two backstitches were performed. Did the operating surgeon observe any suture deficiency or anomaly before and/or during suture placement? No. What tissue dehisced? Abdominal fascia. Was there any deficiency of pds plus suture (pdpb765d) observed during re-operation? If yes, please describe. No. What is physician¿s opinion as to the etiology of or contributing factors to these events? The surgeon commented that there is a possibility that the stitching was pulled too tight, causing excessive tension on the suture. What is the patient¿s current status? The patient is stable after reoperation and is being followed-up in the hospital. The following information was requested, but unavailable: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What type of exudates was observed? What was a cause of ¿a lot of exudates¿ on the day after surgery? Please specify. Were any cultures performed? If so, please provide the results. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.